Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A health care provider contacted animas on (B)(6) 2017 reporting the patient experienced severe diabetic ketoacidosis and was hospitalized in the intensive care unit at the time of the report. Blood glucose values were not reported by the reporter. The patient reportedly had large urinary ketones. It is not known if the adverse event occurred while the patient was off the pump using alternative insulin delivery method. The reporter made no direct allegation of a pump malfunction. The insulin pump was unavailable at the time the reporter contacted animas; troubleshooting was not able to be completed. No further information was provided by the reporter. Animas customer support made several attempts to contact the health care provider in follow up for additional information; however, there was no response to those attempts. This complaint is being reported because a patient reportedly experienced serious injury and the patient¿s insulin pump could not be ruled out as the cause or a contributing factor to the adverse event.